Event description:
It was reported that within two months post implant the right ventricular (rv) lead had a suspected fracture, the threshold had incr eased and the impedance was in the 1500 ohms range. Also, there were patient alerts for the rv lead having noise, but the noise could not be reproduced with isometrics, pocket manipulation or positional testing. During the lead revision, the physician found that t he lead was very tight and wrapped around a muscle fiber as well as the three connector pins being very tangled on themselves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).